Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a pseudomonas driveline infection from (B)(6) 2021 to (B)(6) 2021 requiring incision and drainage (I&d) and vacuum-assisted (vac) wound closure. The patient was also treated with intravenously with vancomycin and zosyn which was discontinued on 14sep2021. The patient was transplanted on 2021 (manufacturer report: 2916596-2021-05564).